Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, clip twist after firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # = k92k76. The analysis results found that the mcm30 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 17 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.